Event description:
Hematoma reported post eswl treatment.

Manufacturer narrative:
It has been identified that the customer/owner of the lithotripter table has not maintained proper maintenance on the device, but the deficiencies noted during the evaluation would not influence the outcome of the eswl treatment to contribute to hematomas. Patient has pre-existing conditions that increase the risk of eswl side effects. Hematomas are a known side effect of eswl treatment.